Event description:
Health care professional reported the port site was draining fluid and the patient was treated with cipro 250mg and the first replacement access port was removed and replaced with a second replacement access port kit. The explanted access port will be returned. Follow-up findings: culture was performed by family doctor, explant surgeon is unaware of results. Patient was placed on flagyl 500mg tid. In the surgeon's clinical opinion, the infection and wound drainage are device related.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Infection and wound drainage are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See related medwatch report # 2024601-2011-01090. Device labeling addresses the possible outcome of an infection as follows: "contraindications: the lap-band system is contraindicated in: patients who have an infection anywhere in their body or where the possibility of contamination prior to or during the surgery exists." "Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."